Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high pacing impedance, loss of capture and loss of sensing. The pocket was re-opened and it was noted that the setscrew on the ventricular channel was not properly tightened. The setscrew was tightened and normal measurements were obtained. The patient was fine post procedure.